Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwet3-t6 that is sold in the united states under (PMA/510(k) (p190018).¿ the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, there was an oily film on the lens on implantation. The surgery went as normal.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).